Event description:
It was reported that during a wrist fusion procedure, the surgeon was placing lcp plate and the drill became loose. This occurred while the surgeon was inserting the locking screw. Surgeon continued to drill and was able to insert the screw, he torqued it good and the screw went down with no problem. Surgeon did not like the positioning of the plate. He tried backing the screw out by using a screwdriver but it was not coming out easily. He used a needle nose plier and the head of the screw came off. He was able to remove the plate. Surgeon tried removing the shaft out with pliers but was unable to. Surgeon felt the screw was deep enough and left shaft in patient. The procedure was completed with no further problem. Screw shaft remains in patient, nothing to retrieve. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. The product development evaluation revealed that the screw shaft is still implanted and the head was discarded by the customer. No product will be returned. The screw is made from implant grade material so there is no increase in risk with leaving the screw shaft implanted. No product was returned so no evaluation could be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.